Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. Per baxter labeling, users are instructed to properly connect before initiating therapy when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient experienced a system error 2367 alarm preceded by a system error 2240 alarm (air in tubing) on the homechoice device during use. The caregiver stated that she pressed go before connecting the home patient (hp). The technical service representative (tsr) advised the caregiver that they would have to start over with all new supplies and assisted in ending therapy. The tsr advised the cg to contact the peritoneal dialysis registered nurse (pdrn) and inform them of the system error 2240. There was no report of patient injury or medical intervention indicated at the time of the initial report.